Event description:
It was reported that, during a remote follow-up, increased capture threshold and impedance values were observed. The suspected cause of the event was unspecified lead damage or patient factors. No intervention has been performed at this time. The patient was stable and will continue to be monitored.